Manufacturer narrative:
The customer¿s report of a set leaking from the silicone segment was confirmed. During visual inspection of the set it was noted that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.0245 inches long. Visual examination under a microscope observed a crush mark to the upper blue fitment. No other anomalies were observed. Functional testing was performed by attaching the set to a bag filled with tap water and allowing fluid to flow through the set via gravity. A leak was noted coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The damage is not believed to have occurred during manufacturing or during package opening due to the fact that the set was primed and used to deliver an infusion.

Event description:
The customer reported that the silicone segment was leaking from a pinhole near the upper fitment. The set had been primed with normal saline and while loading the set into the device the leak was noticed.